Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The evaluation confirmed the reported symptom of door not fully latched alarms through review of the event history log and observed it ast power up, but did not reproduce it. The eval determined that the alarms were caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.